Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had an erratic graphic user interface (gui) display. The ventilator was not in use on a pt at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended swapping the power supply to insure the malfunction is not related to voltages and to also try the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The customer reported to have replaced the gui cpu pcb and that a service call has been placed for covidien customer support engineer (cse) to upgrade the software to the current revision. Covidien was not authorized to repair the device.